Event description:
During bi-lateral acl revision, there was a system mode failure and a one-hour delay occurred in the procedure. They used gravity then a nitrus pump to complete the case. No harm to the patient or injuries were reported and the procedure was completed without incident.

Manufacturer narrative:
Unit failed for pump motor error during system test. Replaced motor and unit passed all functional tests per process summary.